Manufacturer narrative:
Batch review performed on 28-nov-2024. Lot: 2314552: (B)(4) items manufactured and released on 20-jul-2023. Expiration date: 2028-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.12.0025r femoral component sphere cemented size 5+ r (k140826) lot: 2245094: (B)(4) items manufactured and released on 08-feb-2023. Expiration date: 2028-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12. E0410fr tibial insert fixed sphere flex size 4/10 mm r e-cross (k202022) lot: 2317659: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 10 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised all components to hinge components and the surgery was completed successfully.